Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that posterior vault with lens tilt was noted 1 week post-op. The lens was repositioned on (B)(6) 2014. This event occurred with the patient's right eye.